Event description:
It was reported by sales consultant: instrument that had a setscrew broke off with no patient impact on an unknown date. This is not for a warranty replacement only. It was also reported that the device malfunction did not contribute to patient death or injury. This is report 1 of 1 for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation is ongoing: no conclusion could be drawn as no device was returned. Review of the device history records(s) were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Service history for the part/lot combination could not be completed.

Manufacturer narrative:
According to the additional evaluation the item was received with a broken set screw. The item is not repairable due to broken set screw. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. The manufacturing evaluation states that the as received condition is screw head is broken of and the thread is jammed in the screw hole. Screw head was not sent back for investigation. The threaded part of the screw is stuck in the thread and can not be removed. Therefore not all relevant features can be verified anymore. Next to that the screw head was not sent back for investigation. Therefore this complaint is indeterminate from a manufacturing standpoint. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. At this point we can only assume that the thread did get damaged during use, par example by cross-threading, and jammed then during the removal from the insertion handle, which lead to a mechanical overload and finally the breakage.